Event description:
It was reported that ¿years ago¿ the patient had a pump, and the pump stopped. The pump was replaced. The patient ¿felt terrible¿ when it happened and did not remember any other details about the event. The drug being delivered via the pump was unknown. Additional information has been requested regarding interventions and the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), product type catheter. (B)(4).